Event description:
The event is reported as: the device malfunctioned. The customer reports having the package that contained a piece of metal with a statement on the back that alleges this was removed from the patient. The date, hand written, on the outside of this package is (B) (6) 2006. No patient injury reported.

Manufacturer narrative:
At the time of this report the device sample was returned to the manufacturer. The results of the evaluation are not available at the time of this report. The results of the investigation are not available at the time of this report.